Event description:
It was reported the device was being used in a lung volume reduction produce. It was reported that the jaws would not open fully the handle was released. There was no pt consequence.